Event description:
Pt was in cath lab for angioplasty. As the balloon inflated, there was a hole in the shaft, which allowed air to enter the coronary artery. The pt arrested, and was successfully resuscitated.